Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - expiration date; device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was returned to saluda. The root cause of the pain at the cls implant site cannot be definitively determined. Evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. An explant procedure was performed to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.